Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was present on the device. The insulin pump had all operating currents within specifications and there was no damage on the lcd isolation tape. There was no unexpected failed battery test alarm and all buttons functioned properly. The insulin pump had moisture damage present on the keypad traces and an unexpected motor noise during the rewind process due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call failed battery test, blank display and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they had issues with their set and changed out their entire set. Customer advised they had issues with their reservoirs and heard a grinding noise from the insulin pump. Customer advised the buttons were unresponsive and then they received a blank display. Customer was advised to clear the alarm with the esc and act buttons. Troubleshooting for blank display was performed. Customer removed the battery and placed a new battery into the insulin pump. Customer advised the display did not return and the issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.